Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not available for evaluation; however, a photograph was provided for analysis. Inspection of the photograph identified that the white distal luer was separated from the tubing. Initial inspection confirmed the reported condition. A batch review has been conducted which revealed product met all of the acceptance criteria for release. Should additional relevant information become available a supplemental report will be submitted.

Event description:
It was reported that the white flow controller of an infusor lv10 separated from the end of the tubing. It was not specified when in the process this occurred. There was no patient involvement reported. No additional information is available.